Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their transmitter was out of range for three hours. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their transmitter was out of range for three hours. There was no report of injury or medical intervention. No additional event or patient information is available. The complaint transmitter was not returned for evaluation. The receiver (part number stk-dr-blu/serial number (B)(4)/lot number 5198395), being used with the complaint transmitter, was returned on (B)(4) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of a permanent out of range signal was confirmed. A root cause could not be determined.